Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pumpfor non-malignant pain and chronic low back pain. It was reported that the rep was in the operating room for a normal pump revision. The hcp was not familiar with the product so they ran into some difficulties. The hcp started by removing the sutureless connector from the old pump but was not able to. The hcp then started cutting the catheter in order to remove the connector. The hcp was done cutting 8 pieces later, and they used the 8784 revision kit to revise the pump portion. The rep measured all the pieces to calculate how much was removed. There were no reported symptoms. No further complications were reported. Additional information was received from the healthcare professional via manufacturer representative. It was reported that the reason for the pump revision was eri (elective replacement interval). No further complications were reported.